Event description:
The customer reported an unspecified amount of false positive results with the ID now covid-19 test performed on (B)(6) 2022 on a direct tested nasal pharyngeal swabs. The customer ran tests without samples collected and they came back positive as well. Additionally, the customer confirmed there was no delay or impact in the patients treatments. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1061823 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1061823 and test base part number 190-430 / lot 1061823. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot 1061823 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.